Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an alleged power issue in the pump. The reporter stated that the patient's blood glucose (bg) upon waking ((B)(6) 2014) was 437mg/dl with symptoms of legs hurting, head feeling full of water, and dehydration (dizzy, lightheaded). No ketones were reported, the patient self-treated with unspecified intervention and pump use was discontinued. It was reported that the patient's healthcare provider had not adjusted pump settings before or after the alleged event. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion in the pump. Troubleshooting determined that there was a low battery and an occlusion alarm on 06/09/2014 but no replace battery warnings in the pump history and no occurrences of unconfirmed occlusion, empty cartridge, auto off, or call service alarms which could have led to the alleged power loss/rebooting. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on the allegation that the pump had experienced power loss and the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 08/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no battery cap was returned. All testing was performed with a test battery cap which was able to be fully tightened. A power loss was not observed. The battery compartment was observed to be intact and there was no evidence of moisture contamination inside the battery compartment. Two unexplainable power reset events were observed in the black box on 06/09/2014. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.